Manufacturer narrative:
During evaluation, the reported issue was confirmed: the air/water nozzle was clogged with foreign material. Examination showed the foreign material was dark material mixed with white fibers resembling glue or silicone. Examination showed foreign material inside the air/water tube and air/water cylinder was whitish and resembled a powdered substance mixed with water. During evaluation, the following additional issues were found: the hand grip was sheared; the air/water cylinder had no color indicator; the plug unit was scratched; and the universal cord protector was cut. Functional testing showed the device did not meet with insulation resistance specifications due to burn damage on the connector cover. In addition, the clogged nozzle caused the water supply volume to fail specifications testing. Finally, the bending angle in the up direction did not meet with specifications due to a worn angle wire. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided.

Event description:
The customer reported that the evis exera iii gastrointestinal videoscope had a clogged air/water duct. The device was returned to olympus for evaluation. During evaluation, foreign material was found in the air/water nozzle, tube and cylinder. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation. No adverse effects to patient reported.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the foreign material was unable to be identified and deviation from instruction for use (IFU) are unknown. Therefore, the root cause of the reported event is unable to be determined. However, the cause of the event is likely due to insufficient or inadequate reprocessing. The event can be detected and prevented by following the IFU sections: IFU states the detection method in gif/cf/pcf-190 series operation manual chapter 3 preparation and inspection IFU states the preventative measures in gif/cf/pcf-190 series reprocessing manual chapter 5 reprocessing the endoscope olympus will continue to monitor field performance for this device